Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 470 mg/dl. Cause of bg level was not known. Customer performed a supply change, administered boluses via the pump to address the issue, and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of insulin and additional fluid of unknown nature. Customer was discharged 2 days later with the issue resolved and no permanent damage. Customer reverted to alternate method of insulin therapy.